Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures a&p vaginal repair and cystoscopy due to stress urinary incontinence. It was reported that following insertion the patient experienced urinary and bowel problems, organ perforation and dyspareunia. It was reported that the patient underwent revision on (B)(6) 2004 and (B)(6) 2007.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient underwent mesh repair of cystocele and enterocele on (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.